Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual. The caller reported that all of a sudden, in the last several days, when the patient begins a charging session with their recharger plugged in, the recharger screen went immediately to the screen that shows fully charged. The caller also reported that the patient has been having tremors for about the same amount of time. The caller reported syncing the patient's programmer with their ins and the programmer showed that the stimulation was off. The caller reported successfully turning the patient's stimulation back on and reported that it resolved the issue. The caller reported not knowing why the patient's stimulation was off but after they turned it back on, the caller reported the patient was tremoring less. The caller also reported that the patient's speech was not very good. No further patient complications have been reported as a result of this event.